Manufacturer narrative:
In the received info the physician stated that the "right side cylinder had migrated out of (the) right corporal body and formed (a) severe "fold-buckle-dog-ear which was very apparent on pt('s) side. The entire device was still intact and operable , but (the) decision was made to cut and explant the right cylinder and the cap the right side." The physician further stated that the pt had "very thin tunica walls," and that this may have contributed to the migration. Qa was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, qa is precluded from confirming any observations and precluded from commenting on the condition of the prosthesis. Should the explant device become available, or add'l info be received, qa will re-evaluated this complaint in accordance to procedures. However, because qa's examination of the returned components can neither confirm nor disprove the report of migration, qa accepts the physician's observations of such as the reason for surgical intervention.

Event description:
The pt is experiencing "weakened corporal walls and the cylinder has migrated resulting in corporal blow-out".